Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that recurring "line blocked" alarms occurred. The initial alarm was resolved by pwd using the current cassette, but the alarm recurred within minutes. The cassette and infusion set were then changed by the pwd, and insulin was resumed. Moments later, the "line blocked" alarm occurred again. An attempt was made by the pwd to resolve the issue using the current cassette, but the alarm persisted. It was confirmed that the site was neither leaking nor dislodged, and no kinks were found in the tubing. No bends were observed in the first cannula upon removal; the second site has not yet been removed. There was no patient harm/adverse event reported.

Manufacturer narrative:
Received four tubing and buckle set assemblies were returned. No infusion site bases were returned. Visual inspection found no damage related to customer concern. Occlusion test found no blockage or problems. A free flow was observed for the occlusion test. No leaks were observed on the tubing during the leak test. This was observed for all four (4) samples. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.